Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that on the morning of the event, the patient received the following results within 15 minutes: 198 mg/dl (system 1), 118 mg/dl (system 2), and 101 mg/dl (system 2). A few hours later, in the afternoon, the customer tested again and received the following results within 15 minutes: 210 mg/dl (system 1) and 103 mg/dl (system 2). The blood glucose results were obtained using the same vial of test strips.